Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿red rubber catheter, 15 fr., preconnected to closed system collection bag (1000ml approx. Vol.) Uro-prep¿ tray with: underpad, drape sterile: contents of inner wrap are sterile unless package is opened or damaged. C.r. Bard, inc. Covington, ga 30014 1-800-526-4455 www.bardmedical.com povidone-iodine swabsticks (3) specimen container and label graduated collection container synthetic vinyl gloves (2) lubricant packet" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a straight catheter kit had missing providone-iodine swabs. Another kit was obtained that also had missing providone-iodine swabs, and both kits had the same lot number. Both kits were discarded and another was obtained with no harm to the patient .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a straight catheter kit had missing providone-iodine swabs. Another kit was obtained that also had missing providone-iodine swabs, and both kits had the same lot number. Both kits were discarded and another was obtained with no harm to the patient.